Event description:
Five day old female with medical history of truncus arteriosus type 1, interrupted aortic arch, total anomalous pulmonary venous connection, and ventricular septal defect underwent a rastelli procedure using a 10mm aortic homograft and repair of arch, total anomalous pulmonary venous connection and ventricular septal defect on 10/30/92. On 3/14/97, pt had valve explanted due to stenosis and received a 16mm pulmonary homograft replacement.